Event description:
It was reported that during coil embolization procedure, the subject coil dropped by itself. Embolization procedure was continued by the physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the coil delivery wire was seen to be kinked. The coil was seen to be detached from the coil delivery wire. The main coil or the introducer sheath were not returned. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be detached from the delivery wire and the returned delivery wire was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the as reported/as analyzed (ar/aa) 'main coil prematurely detached/separated during use' since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed (aa) 'coil delivery wire kinked/bent' since this issue is associated with handling of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device.

Event description:
It was reported that during coil embolization procedure, the subject coil dropped by itself. Embolization procedure was continued by the physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.